Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer went to the emergency room (ER) and was subsequently hospitalized, due to a blood glucose level ranging from 380-400 mg/dl. Cause was not known. A manual insulin injection was administered to address bg level prior to arriving at the ER. The customer was treated with intravenous saline and insulin. At the time of the report, the customer had not been released from the hospital. No additional information was provided.